Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported an allied health professional (ahp) sent a remote transmission as the hospital telemetry showed a patient heart rate below the implantable cardioverter defibrillator (ICD) programmed lower rate. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the device was functioning within normal parameters and functioning as programmed. No programming changes were requested. The device remains in use. No patient complications have been reported as a result of this event.